Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 537 mg/dl, and the meter bg reading was 397 mg/dl. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg and entered calibration values during periods when no cgm values were present. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.